Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low platelet (plt) result generated by the coulter (B)(4) instrument for one patient. The initial result of 471x10^3cells/¿l was reported out of the lab. A second specimen was drawn and the plt recovery was higher (602x10^3cells/¿l). A manual plt count was performed and matched the second specimen's instrument's result. The customer then reran and performed a manual plt count on the original specimen. Both, the rerun and manual plt results recovered higher plt results. A corrected report was sent out. Based on available information there was no effect on patient treatment.

Manufacturer narrative:
The patient sample was collected in a 4.5ml bd edta tube and sampled within 10-15 minutes. Qc was run before and after the event and recovered within acceptable ranges. The instrument is currently within qc specifications with respect to controls and reproducibility. A field service engineer (fse) was dispatched: the fse reviewed the qc and event logs. The fse ran five reproducibility tests and verified the blood sampling valve (bsv). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.